Manufacturer narrative:
The patient side cart (psc) common computer controller (ccc) was evaluated by failure analysis (fa), and the reported connection issue was confirmed and replicated. In lighthouse, errors 170, 31089 were found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The psc ccc was installed into the golden system which triggered the reported failure, indicating faults on the firefly fiber optic cable (ff3) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The psc ccc functions as expected, but when cable is switched back to the original firefly optic cable it fails. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff3) in psc ccc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the common computer controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the ccc involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that they have a robot not connected or powered message. Prior to calling in, customer had power cycled system, but message continued. Tse walked caller through an additional hard power cycle, emergency power off (epo) the system and had caller verify connection of blue fiber cable between tower and robot. System powered back on without error message but errored again 15 seconds later with a 170 error. Tse then had customer take blue fiber cable from another system and install new cable at the open tower fiber port and route to the robot. Once again, the system powered back on without error, but error returned 15 seconds later. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the issue happened during procedure, and the procedure was completed robotically using another system. There was no injury or harm to the patient.